Event description:
The facility returned the device for service. During service the baxter repair technician noted a defective air in line printed circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 15 2007. Evaluation summary:during product evaluation, the air in line printed circuit board was found to be defective (ail pcb). The ail pcb was replaced.